Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 485 mg/dl at the time of incident and the current blood glucose of the patient is 158 mg/dl. The customer reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 485 mg/dl and the sensor glucose was 65 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was unknown. Suspend on low limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer reported other blood glucose values were 80 mg/dl and 100 mg/dl. The customer experienced symptoms such as nausea. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The insulin pump will not be and sensor will be returned for analysis.